Manufacturer narrative:
H6: evaluation results: visual findings observed small indentations and scratches on the exterior housing. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with a sensor pad. The speaker impedance is above the normal range and is the cause for the unit having no sound. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. Being that the unit is already more than three years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint via call. An 8645 alarm with a s/n (B)(6) has no sound, but it has a yellow blinking light. Customer attempted to trouble shoot, no resolution.